Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on rear fan, an unusual sound is heard and no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in dr board, error code e105 is displayed, which leads to no image and due to poor contact of light emitting diode unit (led u), light intensity of normal light did not meet the standard value was a cause of e105. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system senter exhibit e105 error code during inspection for use. There was no patient involvement.